Event description:
Lens opacification was observed in july 2002. The visual acuity was 20/40 and had increased from the previous visit. The original surgery was performed in 2000. The lens remains implanted.